Event description:
It was reported that the light blue main body of a minicap transfer set was cracked; further described as "the clamp on the miniset was shattered". This occurred during preparation of peritoneal dialysis therapy, when cleaning the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as ni).one actual sample was received for evaluation. A visual inspection with the naked eye noted a crack in the light blue main body near the notch. Functional testing including leak testing was performed and a leak was observed from the female connector. The cause of the leak was due to the damage on the threads of the dark blue female connector, however the cause of the female connector damage could not be determined. Clear passage and clamp function testing were performed with no issues noted. The reported cracked main body was verified. The cause of the damaged set could not be determined, however the cracked/ broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.